Event description:
False negative result (s). I took another brand at home-test, with a positive covid result. Since I have no symptoms, my husband picked this brand up for follow-up tests. I took two, to make sure, all negatives. Went to urgent care, and tested positive. Two days later, I gave this brand another try, and again came back negative. That's 3 false negatives.